Manufacturer narrative:
Other text: device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer stated problem. Unable to find that the device was deleted any programmed information during testing. According to the investigation all the programmed information that was performed during functional tests did occurred in the complete history. The investigation reported that the device ran the program for an extended period with no issues occurring. No problem found with the customer?s reported issue; however, investigation recommended installing software as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that pump keeps deleting the programmed information. No adverse effects reported.